Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure occurred on the right atrial (ra) lead. It was also noted that possible crosstalk was observed on presenting rhythm. The ra and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.